Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornua are coiled silver metallic wires') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 976392) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done with essure insertion procedure" and device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device and alopecia outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device and pelvic pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received- lot number was added. Reporters were added. Case become medically significant. New event added:embedded device and medical device monitoring error we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornua are coiled silver metallic wires') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 976392-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done with essure insertion procedure" and device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with surgery ( laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device and alopecia outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device and pelvic pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back pain. The lot number reported (976392) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the bilateral cornua are coiled silver metallic wires') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 976392-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation done with essure insertion procedure" and device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with surgery (full hysterectomy and laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device and alopecia outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, embedded device and pelvic pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back pain. The lot number reported (976392) is not valid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia had resolved and the alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. New events added-"pelvic, abdominal, back pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), hair loss, she did not undergo essure confirmation test " added. Reporter details, patient demographics, essure indication and removal date added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.